Event description:
The company received information that suggested that the hub separated from the tube reportedly while the tube was being inserted into the pt. The customer reported that the tube was replaced, and there was no harm to the pt reported. The customer indicated that they will return the sample for evaluation.